Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board, front cover, and rear case. A review of the device history record showed the device had a manufacture date of . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 05dec2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received alarm - error codes / messages. Displaying error 246.4700.0 intermittently (logic board issue), also found multiple 260.4100.5 and 260.4080.5 errors in log.

Event description:
It was reported by the customer that the device received alarm - error codes / messages. Displaying error 246.4700.0 intermittently (logic board issue), also found multiple 260.4100.5 and 260.4080.5 ER rors in log.

Manufacturer narrative:
Updated d9 as product was received. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received alarm - error codes / messages. Displaying error 246.4700.0 intermittently (logic board issue), also found multiple 260.4100.5 and 260.4080.5 errors in log.